Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in the moderately tortuous and non- calcified proximal right coronary artery. Direct stenting was performed with a non bsc stent and for post-dilatation the 5.0 x 15mm nc quantum apex mr balloon was inflated to nominal pressure when it ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in the moderately tortuous and non- calcified proximal right coronary artery. Direct stenting was performed with a non bsc stent and for posdilatation the 5.0 x 15mm nc quantum apex mr balloon was inflated to nominal pressure when it ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex monorail (mr) was received with no original packaging or other devices. There was a lot of dried blood and contrast in the inflation lumen and balloon. The shaft of the catheter was kinked/twisted from 11.5cm to 13cm from the tip. The device was soaked in a bath of circulating 37°c water to attempt to dislodge dried contrast and blood and allow inflation of the device. The as-received condition of the returned device - primarily the presence of dried blood and contrast - prevented inflation of the device and positive identification of any damage consistent with the reported balloon burst. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).